Event description:
The locking mechanism on the forceps failed near the attachment welding. This is a product workshop with no pts.

Manufacturer narrative:
Investigation in progress, but not yet complete.